Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range impedance and failure to capture. It was observed that the abnormal measurements were caused by lead fracture. A new lead was successfully placed. No additional adverse patient effects were noted.